Event description:
During insertion of a transvaginal tape for urinary incontinence, the plastic introducer was noted to be broken - x-ray taken in 2008, the pt had to undergo surgery to remove this foreign body.